Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced foreign matter on the device catheter. The following information was provided by the initial reporter: catheter was found with black specks in the molding of the catheter & possibly on the inside. Was the issue discovered prior to use? Yes. Was there any patient harm or impact? No. Was there any need for medical intervention or treatment due to the reported issue? No.

Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 21-oct-2022. H6: investigation summary: our quality engineer inspected the sample and photographs provided for evaluation. Bd received one opened 18g x 1.16in. Insyte autoguard bc unit from lot number 1182419. Additionally, three photos were received for investigation. A gross visual inspection of the returned unit found that black specks of foreign material (fm) were present on the grip. Further inspection under a microscope found that the foreign matter was embedded. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced foreign matter on the device catheter. The following information was provided by the initial reporter: catheter was found with black specks in the molding of the catheter & possibly on the inside. Was the issue discovered prior to use? Yes. Was there any patient harm or impact? No. Was there any need for medical intervention or treatment due to the reported issue? No.